Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon the completion of the investigation at the manufacturing plant. Supplemental report. The reported event is not confirmed. Additional information, patient death certificate, medical records was not provided upon request. The lot number was not provided upon request. A review of the batch record was not performed. A three-year retrospective review of the ncrs this product was performed. There was no nonconformances documented that was related to the reported event. A three year retrospective review of the product retention inspection reports was performed. There are no nonconformances related to the reported event. A review of the recent stability study report for monovisc was performed. There were no non-conformances documented. The conclusion for the product stated that the product has met all required specifications and tolerances. The cause of the patient death could not be established based on a clinical assessment of this complaint. There is insufficient information to establish a temporal association between the use of the device and the patient's death. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 27jan2025 the distributor reported to anika that a (B)(6)-year-old female patient who received a monovisc injection (course unknown) on an unspecified date in (B)(6) 2024 expired on an unspecified date, presumably in 2025. The patient reportedly received a routine monovisc injection every six months. There was no specific allegation of a temporal association between the patient's death and the monovisc injections. There are no specific allegation of a product deficiency. The lot number of the most recent injection was not provided. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon the completion of the investigation at the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2025 the distributor reported to anika that a 92-year-old female patient who received a monovisc injection (course unknown) on an unspecified date in (B)(6) 2024 expired on an unspecified date, presumably in 2025. The patient reportedly received a routine monovisc injection every six months. There was no specific allegation of a temporal association between the patient's death and the monovisc injections. There are no specific allegation of a product deficiency. The lot number of the most recent injection was not provided. Additional information was solicited.